Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer reported a signal loss which prevented the sounding of high and low glucose alarms. As a result, customer was unaware of changes in glucose levels and experienced discomfort and a loss of consciousness while sleeping. Customer was unable to self-treat, requiring treatment of glucagon by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and usb cable, no failure modes were observed. The known good sensor was activated with the returned reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Since the known good sensor and returned reader communicated successfully, and a signal loss message was observed upon waiting period after simulating a signal loss, the returned reader was found to be functioning properly. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted

Event description:
An alarm issue was reported with the adc device. Customer reported a signal loss which prevented the sounding of high and low glucose alarms. As a result, customer was unaware of changes in glucose levels and experienced discomfort and a loss of consciousness while sleeping. Customer was unable to self-treat, requiring treatment of glucagon by her husband. There was no report of death or permanent injury associated with this event.